Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having trouble with the infusion set. The customer kept getting a no delivery. The customer changed the set that morning and had a blood glucose level of 115 mg/dl. The customer's current blood glucose level was 334 mg/dl. The customer could not ge the insulin pump to deliver more than 2 units of insulin without a delivery alarm. The customer also reported that they had visited the emergency room on (B)(6) 2017 due to dehydration and high blood glucose. The customer's blood glucose level during the visit was 379 mg/dl. The customer had symptoms of frequent urination, was very thirsty, too weak to stand, and was very dizzy. The customer was given a bag of fluids and manual injections. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was performed and insulin had exit without incident. The insulin passed the no delivery test. The device will not return for analysis.